Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using apidra insulin within the pump supplies. Customer was informed that apidra insulin is off label per the user guide. Customer was advised to perform a cartridge change to address the occlusion. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the t:slim x2 pump is indicated for use with novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin.